Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 12-oct-2017 a field service engineer (fse) found that the b/f probe 2 had a damaged sheath, which prevented the tip from seating correctly. The fse replaced the b/f probe 2 3-way solenoid valve and b/f probe 2. The fse cleaned all other b/f probes and inspected for any damages. During wash priming the fse found the motor for the b/f probe 2 grinding; the wire in the motor harness was broken. The fse replaced the b/f probe 2 motor harness temporarily until new part arrival at the customer's site. On 17-oct-2017 the fse replaced the b/f probe 2 motor harness successfully. The fse ran patient samples without any issues. The instrument was performing within specifications after completing the service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11-sep-2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 2240 b/f probe 2 purge failure: cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. 4451 b/f probe 2 home detection failure cause: the home sensor failed to activate after the b/f probe 2 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most likely cause of the reported event was due to a broken b/f probe 2 motor harness.

Event description:
On (B)(6) 2017 a customer reported getting 2240 b/f probe 2 purge failure and 4451 b/f probe 2 home detection failure messages while running patient samples for alpha fetal protein (afp) on the aia-2000 instrument. The customer is unable to run patient samples on afp. On 13-oct-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.